Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 04, 2016. (B)(4).

Event description:
End user reports that he developed a red rash under the tape collar. End user was seen by a physician who prescribed topicort cream 0.05 percent.